Manufacturer narrative:
Additional information was received that reason for explant was due to stimulator not providing enough relief and patient was not using the device anymore. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an scs explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot#: 18333191 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an scs explant procedure for an unknown reason.

Manufacturer narrative:
Correction to MDR fu #1 MDR should have been 02-feb-2018.

Event description:
A report was received that the patient will undergo an scs explant procedure for an unknown reason.